Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00069-00. The date of that submission was 05-may-2025. H3: the device wasn't returned, however one photo was received for evaluation. The photo confirmed the reported complaint of blood leaking. There was no known cause of the leak. No further action was taken.

Event description:
It was reported that during the time the nurse took blood, the blood gas needle leaked. There was patient involvement and unknown patient harm reported.